Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after using the hemopro 2 cutting tool for approximately 25 minutes, the harvester removed the device due to debris on the jaws and high level of smoke during cutting. While cleaning off the device, harvester noticed that the wire was beginning to separate from the silicone. The power supply was set at 3. The harvester requested a new harvesting tool, which was used for the remainder of the case. The device was inspected and tested prior to using it in the procedure, and the endoscope was inserted into the harvesting cannula prior to the insertion of the jaws, which were closed with the concave surface facing up (per IFU). It is notable that the harvester was taking both upper and lower saphenous vein, and had used the jaws extensively on the lower and most of the upper leg. The jaws had timed out previously in the procedure due to use/heat, but had restarted without incident after 30 seconds. The procedure was further complicated by globular fat debris in the tunnel multiple large-caliber vessels. There was a slight delay in the completion of the procedure (approximately 5 minutes) while a new device was obtained; this did not cause any adverse event, additional incision or procedure, or require any additional equipment other than the replacement of the jaws. No patient harm resulted from this event. Per the photo, it shows that the heater wire is lifted.